Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm non bsc balloon. A 2.75x28mm promus element stent delivery system (sds) was advanced to the lesion; however, before deploying the stent it was noted that the distal part of the stent was 'crushed'. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm non bsc balloon. A 2.75x28mm promus element stent delivery system (sds) was advanced to the lesion; however, before deploying the stent it was noted that the distal part of the stent was 'crushed'. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found proximal stent damage. Strut rows at the proximal end of the stent were misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).